Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged an issue related to a CPAP device's sound abatement foam. The patient alleged headache. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but presence of contamination in the airpath was confirmed. Section h6 (medical device code, type of investigaiton, investigaiton findings, investigation conclusions) updated in this report.